Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan alleging a battery indicator issue with a one touch ultra meter. The pt indicated that the alleged issue started on (B) (6) 2010, at unk time. At an unspecified time that same day after the alleged issue began, the pt claimed that she developed symptoms of sweating and feeling like she was going to pass out. The pt was unable to recall what time the alleged issue began or what time the symptoms started. The pt denied receiving treatment because of the alleged issue. It would have been helpful to know the following info: the pt's testing frequency, her medication and diabetes management regimens, if she was still able to test her blood glucose during the time of concern, and what actions the pt took before and after the symptoms developed. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.